Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw saddle disengaged from the tulip and prevented rod placement. It was recognized during surgery and the screw was replaced.

Manufacturer narrative:
(B)(4). Visual examination of the reported device found the inner saddle was forced out from its intended location. It should also be noted that swage markings were present indicative of the inner saddle being properly placed in its intended position within the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the saddle inside the tulip head becoming completely dislodged from its intended location cannot be positively determined. However, a potential root cause may be attributed to excessive forces inadvertently placed on the saddle during insertion, causing it to become dislodged from its intended location. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.